Event description:
Stryker legal was contacted by a law firm to report an incident in which a defibrillator malfunctioned, causing damage and injury to their client.

Manufacturer narrative:
Stryker legal contacted the law firm to request additional information on the patient. No response has been received from the law firm. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome. The device and the device failure have not been identified and thus no failures were verified or duplicated. The device was not returned to stryker for further evaluation. Therefore cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker legal contacted the law firm to request additional information on the patient. No response has been received from the law firm. Patient fields in which information is not provided were intentionally left blank. A clinical review of the reported event will be performed. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker legal was contacted by a law firm to report an incident in which a defibrillator malfunctioned, causing damage and injury to their client.